Event description:
It was reported by the customer, the end user was using simethicone infused water for precleaning of the evis exera iii colonovideoscope. Additionally, the staff was not knowledgeable of the delayed reprocessing time and the staff was not completing all the steps of manual cleaning per the instructions for use. The facility leadership was concerned that the residual of simethicone may be in the endoscope channels. A concern for the harboring of bioburden and biofilm was a risk. The issue was found during reprocessing. No patient harm reported. There was an ongoing investigation about the reprocessing of the endoscopes at the facility. The facility was sending all scopes for evaluation and (B)(6) plus people were being notified to come in and get a blood test. Additional information was received from the customer at a later time stating there was no death or injury or infection that occurred during the event.this complaint is related to patient identifiers; (B)(4).

Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The device was returned to olympus for evaluation and the reported issue was not confirmed. The biopsy channel was leaking. The plastic distal end had dents. The plastic distal end cover insulation had a crack. The labeling had minor scratches. There was reduced angulation. The control knob movement was loose and had play. The bending section cover glue was cracked. The insertion tube had minor snakiness. The control body had minor dents/scratches. The light guide tube had a minor buckle and scratches. The scope connector had minor scratches on the golden pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the facility staff were less trained in reprocessing and/or device handling in accordance with instructions for use (IFU). A definitive root cause cannot be identified. IFU (reprocessing manual) warns the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) states about every deviation reported by the user as below: - the end user was using simethicone infused water for precleaning of the endoscopes. ¿some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution. Do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter.¿ - staff was not knowledgeable of the delayed reprocessing time. ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ - staff was not completing all steps of manual cleaning per the IFU. ¿chapter; manually cleaning the endoscope and accessories.¿ olympus will continue to monitor the field performance of this device.